Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure lens did not eject properly from injector and there was patient contact. The surgery was completed on the same day with back up lens. Additional information will be requested.